Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6 device evaluation: analysis of the returned device identified: delamination valve, creases fold, wear abrasion and opening linear on anterior. Leak test and microscopic analysis was performed which identified: delamination total of the valve and striated opening on anterior. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.